Event description:
It was reported that the doctor experienced rotation of the collar when tightening the set screw which could have potentially damaged the lead. The patient outcome was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).